Event description:
It was reported through a service report that the hose was twisted and leaking from the hose. It is unknown if there was patient involvement or if there are adverse consequences.

Manufacturer narrative:
Other: hose twisted and leaking.